Event description:
It was reported to boston scientific corporation, that a polyflex esophageal stent was implanted to treat an esophageal rupture in 2009. According to the complainant, the patient presented with an esophageal rupture due to a dilatation procedure (device unknown) performed at a different user facility on the day prior to implant. The patient was transferred to the hospital. On the following day, a barium swallow test revealed a large esophageal leak with the majority of contrast spilling lateral to the left (fluoro space). The polyflex stent was removed the following month. A wallflex stent was implanted. However, it was noted that the stent had a length of 20cm when it was supposed to measure 15cm. The physician decided to leave the stent in place, and completed the procedure with this device. The following day, the patient complained of pain (please reference manufacturer report #3005099803-2009-04907 for the reported wallflex stent device information). It is unknown if there was increased need for pain medication as a result of placement of the wallflex stent, as the patient was already receiving pain medication from the start of hospitalization, through her discharge two months later. A barium swallow was performed at a follow-up appointment six days later, which revealed the patient was healing well and no leak was noted.

Manufacturer narrative:
These codes were selected by the manufacturer, based upon information obtained from the user facility. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.